Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the reported difficulties was due to a full embolic load as reportedly the anatomy was heavily calcified thus resulting in the reported difficult to remove as the filter was full of tissue; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to remove cannot be determined. Manipulation of the device ultimately resulted in the reported material separation (filter came off the bare wire). The treatment appears to be related to the operational context of the procedure as a snare device was used to retrieve the filter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified right superficial femoral artery/popliteal artery. After the intervention was completed, an attempt was made to pull the filter into the retrieval catheter; however, resistance was noted. The filter came off the bare wire. A snare device was used to retrieve the filter. No adverse patient effect occurred and no clinically significant delay was reported. No additional information was provided.